Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used on a patient. The root cause was determined to be the wrong filter used, which created a high peep due to the lack of training of medical staff on how to protect themselves in the presence of a patient with covid-19. In consequence an explanation was sent by hamilton medical engineers. There was no patient or user harm.

Event description:
The measured peep is up to 4cmh2o higher then the set value.